Manufacturer narrative:
This report is submitted on april 04, 2018, (B)(4).

Event description:
It was reported that the patient had in infection at the abutment site and subsequently was treated with an oral antibiotic (date and duration not reported). The abutment is scheduled to be removed with no plans to replace; however, yet to occur as of the date of this report.